Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on stored electrograms (egm). Oversensing noise was also noted on the right ventricular (rv) lead. The right atrial (ra) lead and rv lead remain in use. No patient complications have been reported as a result of this event.